Event description:
The initial reporter received questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application result from one patient sample tested on the cobas 4000 c311 stand alone system. On (B)(6) 2025: the initial result from a toso analyzer was 4.8%. On (B)(6) 2025: the repeat result from the analyzer was 6.54%. The initial result was deemed correct based on the patient's history.

Manufacturer narrative:
The cobas 4000 c311 stand alone system serial number is (B)(6). The field service engineer inspected the analyzer and performed a series of troubleshooting actions. He verified the functions of the cuvette rinse station, sample probes, and reagent probes. He also decontaminated the sample probe flow path. The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 contact office - manufacturing site, and g4 PMA / 510k (premarket numbers) updated. The customer used non-roche-recommended tubes for qc, which can affect the sample probe. The specific cause of the event could not be determined. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.